Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date 5.0 cannulated tap tip broke off during surgery in the patient¿s vertebral body. Item was removed with an easy-out device from a screw removal set but split in half in doing so. There was 60 mins of surgical delay. Tap piece was removed by using easy out screw removal devices. Tap split in half vertically as well during removal. The procedure was successfully completed. Surgeon was still able to place screws in that vb but elected to fuse an additional level as well to assure fixation,

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number). H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it was broken at the tip. Not all the broken fragments were returned for evaluation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 5mm tap, dual lead can would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for 5mm tap, dual lead cann, was conducted identifying that lot number ng93016 was released in one batch. ¿ batch1: lot qty of (B)(4) units were released on aug 6, 2020 with no discrepancies. Supplier :(B)(4). The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that 5mm tap, dual lead can had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 5mm tap, dual lead can would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a review of the receiving inspection (ri) for 5mm tap, dual lead cann, was conducted identifying that lot number ng93016 was released in one batch. ¿ batch1: lot qty of (B)(4) units were released on aug 6, 2020 with no discrepancies. Supplier :depuy : ng instruments. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that 5mm tap, dual lead cann had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 5mm tap, dual lead cann would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for 5mm tap, dual lead cann, was conducted identifying that lot number ng93016 was released in one batch. Batch1: lot qty of (B)(4) units were released on aug 6, 2020, with no discrepancies. Supplier: (B)(4). Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.